Event description:
A malfunction was reported on a pump after it got wet. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced, advising the customer to use multiple daily injections in the meantime. The customer was informed that they would receive a pump with updated software, and they were provided with instructions for returning the faulty pump to tandem. The customer was also guided on how to switch the pump to storage mode before returning it and to program their settings into the new pump upon receipt.